Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited pacing inhibition leading to syncope. An x-ray showed the lead had moved. The physician elected to revise the lead. The lead was surgically abandoned. No adverse patient effects were reported.